Manufacturer narrative:
(B)(4).

Event description:
Received info the physician found high impedance between the lead and the ipg. The system was implanted (B)(6) 2010. The physician changed the parameters and the impedance was still more than 4,000 ohms. Physician was suspicious the lead had fractured. Add'l info has been requested and if received a f/u report will be sent.